Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a dramatic increase in pacing threshold measurements. Additionally, noise was noted on the lead which was oversensed and resulted in non-sustained ventricular tachycardia episodes being stored. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this lead had fractured. No additional adverse patient effects were reported.